Event description:
It was reported that the patient received an inappropriate shock. The device interrogation showed a sudden increase in the right ventricular pace/sense impedance, high impedance, oversensing, and lead fracture. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed that there was high resistance/impedance with one patient alert for rv (right ventricular) pace lead z greater than 3000 ohms on (B)(6) 2012 03:00:02. The daily pace lead impedance log data shows an abrupt increase for ventricular pace equaling 880 to 3808 ohms peak between (B)(6) 2012. There was also oversensing with twenty-seven ventricular nst (non-sustained tachycardia) less than or equal to 210 ms between (B)(6) 2012. And two vf<=210 ms average v-cycle on (B)(6) 2012 12:39:23 and (B)(6) 2012 11:57:22. And finally interference/noise showed ventricular short interval count v-sic equal to 745 counts, in 0.98 day, between (B)(6) 2012.